Event description:
On (B)(6) 2019, during an in-office follow-up, noise contamination in rv channel was observed. The phenomenon was repeated when the patient moved upper body. However, lead impedance did not have any peculiarity. The lead was explanted on (B)(6) 2019.

Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned and subjected to a thorough analysis. During the analysis of the ICD, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular and farfield channels. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead was inspected showing multiple abrasion marks along the lead fragments. In particular between 8.5cm and 7cm proximal to the lead tip the insulation was damaged due to abrasion. This damage can be considered the root cause of the clinical observation reported in the complaint description. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.